Manufacturer narrative:
Investigation: initiated manufacturer's investigation, review DHR, inspect returned samples. Distribution history: the complaint product was purchased from geotec on 10/30/19. Manufacturing record review: DHR-900-151 - 271093 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: iqc inspection report (11/4/2019) of top assembly part number 15006-02 for lots mo100719-01 and mo100719-02 from geo tec were reviewed and no non-conformities, related to the complaint condition were noted. Service history record : service history not applicable for this product. Historical complaint review: a review of the attached 2-year complaint history indicated similar reported complaint conditions. Product receipt: the complaint product returned to coopersurgical 5/27/2020. Visual evaluation: visual evaluation of the complaint unit was performed, and the reported event was confirmed as reported. Functional evaluation : not applicable for the state of the returned device. Root cause: definitive root cause is indeterminable however, previous testing performed in 2011 in trying to replicate reported events of the wire "burning" or "snapping" indicated the product performed as intended, the testing was repeated in march of 2019 and resulted in the same manner. See attached copies of testing reports. Corrective actions: coopersurgical will continue to trend this complaint condition. No further corrective action is required at this time. No further training required at this time; complaint will be monitored for trending. Was the complaint confirmed? Yes.

Event description:
Customer stated: "defective/melted end of electrode". 900-151 fischer cone biop ex med (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. (B)(4).

Event description:
Report stated "defective/melted end of electrode". (B)(4). Fischer cone biop ex med 900-151.